Event description:
A customer reported a malfunction with code malf 12 on their device. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided the customer with pump reset information and assisted in resetting the pump, which successfully resolved the issue. The customer was advised to continue using the pump and to report if the malfunction code recurred, which was acknowledged and understood by the customer.